Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This ra lead was replaced with the same model. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to unknown product performance anomaly. This ra lead was replaced with the same model. No additional adverse patient effects were reported. Additional information indicated that this ra lead exhibited lead dislodgement and appeared to be damaged. This ra lead will be returned for analysis.